Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 5 cm and 6 cm graduation marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "today I had to draw a piccline that leaked during treatment. It turned out that there was a fairly large hole at a distance of 5.5 cm from the 0 marking. Skin level at 2.5cm. No leakage at the start according to the nurse, but when the whole treatment had started, the bed was soaking wet and there was liquid from the picclin. It was entered on (B)(6) 2024, with a securacath, as for the patient with the piccline, the entire treatment went in, cabazitaxel, a lot leaked out after pulling the piccline, fluid was constantly coming from the patient's arm. He left here without skin tox, follow-up so far shows no complications. The nurse who took care of the patient had experienced that it was slow to flush the picclin at first and used a total of 8 10ml syringes to flush with before the coil felt good, the dressing was dry before changing and a bit into the treatment then it was not checked until after treatment was given and then it was sea-soaked in the bed." Additional information was received as part of a focused survey: total length of the catheter 43cm. PICC inserted into basilic vein.exit site marking of the PICC after placement 3cm. Secured with securacath. Types of infusates were infused through the PICC: oncology treatment, cabizitaxel. No catheter interventions to address occlusions with this PICC. The PICC leakage identified through extravasation, leakage from the injection and dripping from the insertion site, discovered when the procedure was completed. Break at 5,5 cm, 21 days after insertion. Catheter site cleaned with chlorhexidine 5mg/ml 250ml bottle during a dressing change, solution poured from a bottle. Additional comments: very accustomed inserter of this catheter. All guidelines have been followed, flushed before treatment and it was then experienced as slow/hard to flush, but flushed with 10ml syringes and used 8 syringes. They got a good backflow after the flushing and the catheter was easily flushed. But after they find the leakage and puled the piccline out there was a very large hole in the catheter.

Event description:
It was reported "today I had to draw a piccline that leaked during treatment. It turned out that there was a fairly large hole at a distance of 5.5 cm from the 0 marking. Skin level at 2.5cm. No leakage at the start according to the nurse, but when the whole treatment had started, the bed was soaking wet and there was liquid from the piccline. It was entered on (B)(6) 2024, with a securacath. As for the patient with the piccline, the entire treatment went in, cabazitaxel, a lot leaked out after pulling the piccline, fluid was constantly coming from the patient's arm. He left here without skin tox, follow-up so far shows no complications. The nurse who took care of the patient had experienced that it was slow to flush the piccline at first and used a total of 8 10ml syringes to flush with before the coil felt good, the dressing was dry before changing and a bit into the treatment then it was not checked until after treatment was given and then it was sea-soaked in the bed." Additional information was received as part of a focused survey: total length of the catheter 43cm. PICC inserted into basilic vein. Exit site marking of the PICC after placement 3cm. Secured with securacath. Types of infusates were infused through the PICC: oncology treatment, cabizitaxel. No catheter interventions to address occlusions with this PICC. The PICC leakage identified through extravasation, leakage from the injection and dripping from the insertion site, discovered when the procedure was completed. Break at 5, 5 cm, 21 days after insertion. Catheter site cleaned with chlorhexidine 5mg/ml 250ml bottle during a dressing change, solution poured from a bottle. Additional comments: very accustomed inserter of this catheter. All guidelines have been followed, flushed before treatment and it was then experienced as slow/hard to flush, but flushed with 10ml syringes and used 8 syringes. They got a good backflow after the flushing and the catheter was easily flushed. But after they find the leakage and puled the piccline out there was a very large hole in the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported "today I had to draw a piccline that leaked during treatment. It turned out that there was a fairly large hole at a distance of 5.5 cm from the 0 marking. Skin level at 2.5cm. No leakage at the start according to the nurse, but when the whole treatment had started, the bed was soaking wet and there was liquid from the picclin. It was entered on (B)(6) 2024, with a securacath, as for the patient with the piccline, the entire treatment went in, cabazitaxel, a lot leaked out after pulling the piccline, fluid was constantly coming from the patient's arm. He left here without skin tox, follow-up so far shows no complications. The nurse who took care of the patient had experienced that it was slow to flush the picclin at first and used a total of 8 10ml syringes to flush with before the coil felt good, the dressing was dry before changing and a bit into the treatment then it was not checked until after treatment was given and then it was sea-soaked in the bed."